Event description:
The customer reported to spacelabs healthcare that the qube monitor shuts down when the device is moved. No patient or user harm was reported. The device was returned to spacelabs healthcare where the equipment service center found a faulty sdlc pcba. The device was repaired and following all functional testing, was returned to the customer for use.